Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, high capture threshold and low pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead. The reported events of low pacing lead impedance and high threshold were not confirmed.